Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and constipation ('severe constipation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary bladder suspension ("bladder lift"), experienced constipation (seriousness criterion hospitalization) and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (scheduled for removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, constipation, urinary bladder suspension, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered constipation, medical device removal, urinary bladder suspension, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Case category updated to "serious incident". Removal date added. Event "medical device removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.